Event description:
It was reported that the diagnostic device did not store the electrocardiogram data. It was noted that the device had not been upgraded with new software in the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.